Event description:
Three to four incidents of blood leaks at the interface of the psn 210 dialyzer blood port and cobe c3 bloodline. Incidents occurred at the start of treatment with an estimated blood loss of 20 cc. Connections were tightened and completed without further incident. No pt injury or medial intervention to report per customer.